Manufacturer narrative:
The initial MDR 2432235-2015-00559 was filed on (B)(6) 2015. A siemens headquarters support center (hsc) specialist evaluated the instrument data. The hsc specialist determined that the advia 1800 instrument was configured to release test results to the lis at the completion of each result. The customer's lis may not be able to receive multiple transmissions per sid. The hsc specialist recommended that the customer consider changing their lis parameters. The advia 1800 instrument operated within specifications. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). It was observed that when the lis received the patient results, the sample was in process on the instrument. There was one communication in the lis log of results received, although the instrument did not transmit the results. Siemens is investigating this issue.

Event description:
Incorrect patient results were received by the laboratory information system (lis) from an advia 1800 instrument. Discordant results were not reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to incorrect patient results received by the lis.